Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. The customer re-loaded the cartridge to resolve the first two issues; the customer loaded a new cartridge to resolve the third issue. There was no adverse impact to blood glucose during the first two issues. Customer¿s blood glucose level was 235 mg/dl for the most recent issue.